Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/28/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 10/10/2014 with the following findings:the keypad was found to be fully intact; no damage or peeling was observed. During testing, the up arrow, down arrow, and ok keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked on the threads above the bumper pad and below the bumper pad. Also unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored. In addition to the unrelated issues, evaluation revealed that the audio bolus button was hard to push. The audio bolus button cover was intact; no damage was observed. The audio bolus button cover was removed and contamination was found on the button contact and under the cover.